Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective switch. The technician replaced the switch to resolve the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the customer has retained the defective switch no further investigation could be performed and no specific root cause could be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the double head pump switch from the s5 system did not work properly during setup. There was no patient involvement.